Manufacturer narrative:
Device is a combination product.device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12022. (B)(6). It was reported that vessel dissection occurred. In (B)(6) 2016, the patient's qualifying condition was unstable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 80% stenosis and was 18mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28mm and 2.25 x 8mm synergy ii stents. Following post-dilatation, the residual stenosis was 0%. However, post procedure, a grade a dissection was noted, which was treated with intervention. The following day, the patient was discharged on dual antiplatelet therapy.